Event description:
Patient had an axonics eval in the past and after a day they couldn't stand up and had to have it taken off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).